Event description:
Procedure: low ant resect double staple reportedly, on the first sealing a small amount of bleeding (under 500cc) occurred because of inadequate sealing. The device was activated again but re-grasp alarm occurred and the device did not work. The surgeon tried several times by changing position or using wet gauze but the sutuation did not change.